Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the stimulation was randomly shutting off and the issue had started a few months prior. The pt was asked to keep track of the incidents. Follow up identified the physician replaced the ipg. It was reported the pt was well and had received effective stimulation postoperative.